Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse was informed that the customer cleaned the waste area as a large salt bridge had formed. The customer also replaced an electrode. The cause of the discordant, falsely high cl result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia 1800 instrument noted an increase in patient results with low anion gaps. Patient samples were repeated, and chloride results were significantly different. The customer provided a discordant, falsely high chloride (cl) result which was obtained on one patient sample. The sample was repeated on the same instrument, resulting lower. The customer stated that corrected reports were not issued to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high, cl results.